Manufacturer narrative:
Date sent to the FDA: 6/17/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted ¿at the inferior portion of the mesh, there was a complex seroma cavity that had been completely peritonealized. This was dissected free from the surrounding sutures using cautery and was sent for culture. There were also several fluid collections in this region that were sent for culture.¿ it was reported that the patient experienced severe abdominal pain and has undergone several procedures to drain fluid. No additional information is provided.